Event description:
It was reported that a patient using a hollister anchorfast device self-extubated. It was reported that the piece that secures the et tube broke away from the anchorfast device resulting in a self-extubation. No other information is known.

Manufacturer narrative:
Lot number not known so DHR review is not possible. Sample not returned for testing so sample evaluation not possible. Trend analysis conducted and no adverse trends observed. Hollister is unable to determine the root cause of this reported event. Hollister offered product training and inservicing to the facility.